Event description:
It was reported that customer's insulin pump had a loose drive support cap. It was sticking out from the side of the insulin pump. Customer's blood glucose was normal, but not specified. Medical treatment was not required. Nothing other details were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot, and protruded and or loose drive support disk.